Manufacturer narrative:
A ge rep evaluated the system and replaced the video memory cable. System operates as intended.

Event description:
The customer reported the left monitor is black, the right monitor has lines on it, and the keyboard is locked up. No pt injury was reported.